Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate. The healthcare professional used a guide wire to pop and deflate the balloon. It was later reported the urine drained successfully. No patient injury was reported.

Manufacturer narrative:
Received only catheter and was in poor sample condition. The catheter was cut into 4 pcs and do investigation using a needle syringe, inserted water into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. Unable to determine the deflation time of the used sample due to poor sample condition. Unable to determine what elements existed during the placement and use of the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and ma burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate. The healthcare professional used a guide wire to pop and deflate the balloon. It was later reported the urine drained successfully. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate. The healthcare professional used a guide wire to pop and deflate the balloon. It was later reported the urine drained successfully. No patient injury was reported.